Event description:
It was reported that this system was explanted due to infection. The patient was non-compliant and engaged in recreational drug use. A replacement system may be implanted in the future if the patient becomes compliant. No additional adverse patient effects were reported.